Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had intermittent issues tracking electromagnetic (em) instruments. The site stated there was a "weak axiem signal". Troubleshooting was performed. Technical services (ts) walked the manufacturer representative (rep) through printcameradiagnostics, which showed no faults with either the breakout box (bob), em controller, or emitter. The rep was unable to recreate the issue. It was noted that the probable cause of the issue was possible metal interference in the em field. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, lot number: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0709: device sensing problem is applicable to the intermittent issues tracking electromagnetic (em) instruments. Code a12: connection problem is applicable to a "weak axiem signal" and possible metal interference in the em field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.